Event description:
Info received indicates, the brake/steer caster is not holding correctly. The caster is ratcheting from side to side when in brake.

Manufacturer narrative:
The tech replaced the worn brake/steer caster to repair the bed.